Event description:
Remede also appeared to have blocked the attempt to schedule a surgeon to install the implant 2 months earlier. I contacted surgeons in (B)(6) with the agreement to install the implant and was later denied. After activating the implant in (B)(6) 2024, the remede implant was programmed incorrectly buy a remede zoll representative. A week or so later the nw remede zoll area manager attempted to program the implant, again incorrectly. The implant is designed to stimulate the phrenic nerve during sleep at night to initial breathing. The nw remede zoll manager programed the implant incorrectly to stimulate during daytime, at least once, probably twice. I waited 5 months to travel from (B)(6) to (B)(6) to have a competent technician program the implant correctly, therefore loosing 5-6 months of treatment with a total of 7-8 months delay by remede zoll potentially steering the installation to a surgeon where the nw manger had jurisdiction (I think it was to gain experience). I refused to see the manager again that programmed the implant correctly. Remede zoll was contacted initially to obtain a list of surgeons anywhere in the USA to have the implant installed as soon as possible. No one even bother to return my phone of email messages. As of this moment, I still have no relief from the implant. I have been suffering greatly from sleep deprivation and severe fatigue for at least 1-1/2 years. This is the 2nd complaint filed with the FDA for the issues listed above. Does anyone care?